Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported tubing detachment at the quick release when the patient was out for lunch and changed the set. The site was at the left side of the stomach and the pump was on the right side. The infusion had been in use for a day. Reportedly, the infusions were stored in an air-conditioned place. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.